Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert for out of range low impedance. The lead also exhibited noise reversion due to lead noise and high threshold. No intervention was performed. The patient was in a stable condition.